Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that ¿a few hours¿ after the alleged issue he developed symptoms of ¿headache, blurred vision, sore legs, throbbing feet and heart pain¿ however denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the product. The meter powered on when prompted by pressing the power button and when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.